Event description:
The customer reported to vyaire medical that that the fetal spiral electrode for corometrics shows incorrect readings during patient use.an alternative device was used as an intervention. Furthermore, the customer confirmed no harm done to the newborn baby and mother.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.